Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus medical systems corp. (Omsc) concluded that the reported event was caused by a failure of the led elements on the front panel. The exact cause of the led elements failure could not be conclusively determined, because the device has not been returned to omsc. However, it may have been caused by a rare element failure, as this reported events do not tend to occur frequently. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The device has not been returned to omsc but was returned to olympus (B)(6) group, s.r.o. (Ocg) for evaluation. Ocg inspected the device and confirmed the following; the reported phenomenon was reproduced. There was a defect in the led indicator on the front panel, and the digital number on the volume indicator was not displayed properly. There was no visible damage to the appearance. The front panel of the device needs to be replaced. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed by the user that during maintenance of the device, it was found that the led on the volume indicator to indicate the volume of co2 gas used was defective. There was no report of patient injury associated with the event.